Manufacturer narrative:
Batch review performed on 03-feb-2023. Lot 2000386: (B)(4) manufactured and released on 26-feb-2020. Expiration date: 2025-feb-12. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 1 year and 10 months after primary surgery, the patient came in reporting instability and the cause is unknown. The surgeon revised the insert (12mm) with a thicker one (14mm) and the surgery was completed successfully.